Event description:
Per the clinic, the implant was placed too close to the head and the patient experienced pain and poor performance from onset. The device was explanted on (B)(6) 2022, and the patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
This report is submitted on october 18, 2022.

Manufacturer narrative:
Device analysis report attached. This report is submitted on december 30, 2022.